Event description:
It was reported that approximately 2 inches of blood was in the pt's IV line. Upon assessment of the infusion setup, it was observed that the IV tubing was loaded into the pump upside down.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.